Event description:
It was reported that a user replaced a dexcom g7 15-day sensor, entered an incorrect pairing code, and experienced pairing failure to the ilet; the agent walked the user through a sensor change, initiated the pairing process, and communicated pairing and warmup parameters, with blood glucose levels unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no hospitalization. Investigation included customer education, step-by-step troubleshooting, and guided re-pairing to resolve the pairing failure. Investigation of this case revealed user error in code entry leading to sensor pairing failure between the cgm and the ilet; no hardware malfunction of the ilet or sensor was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error resolved through troubleshooting and education.